Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the final investigation. Updated fields: d8, h6. The device has not been returned to olympus for evaluation. Based on the results of the investigation, the relationship between the device and the adverse event cannot be confirmed. There is no evidence of an olympus device malfunction. Therefore, the root cause cannot be determined. Three attempts were performed to obtain additional information, but no response was received from the customer. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received.

Manufacturer narrative:
This report is related to the following linked patient identifier: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
Olympus reviewed the following literature ¿a case of non-small cell lung cancer with tumor penetration during ultra-thin bronchoscopy¿. [Background]: ultra-thin diameter bronchoscopy can be inserted into higher bronchi than small-diameter bronchoscopy, improving the diagnostic rate of peripheral small lung lesions. On the other hand, since the bronchoscope can be inserted just below the pleura, care must be taken to avoid pneumothorax when performing a forceps biopsy of a lesion directly below the pleura. In this case, the ultrathin bronchoscope itself caused pleural perforation during biopsy of a peripheral lung lesion. [Example]: 65-year-old male. His occupation was construction and he was exposed to asbestos. A 28 mm solid nodule was found in the right middle lobe s5, just below the pleura. Pet-CT showed fdg accumulation in the right middle lobe nodule, #11i, and #4r. Using olympus mp290f, we inserted the radial ebus from the right b5 and confirmed the adjacent to. Within was obtained after one round of peripheral tbna using periview flex. During the forceps biopsy operation, a white lesion and a visceral pleura were observed in the visual field. We concluded that it was pleural perforation caused by bronchoscopy, and the examination was completed. A post-examination CT scan revealed a mild pneumothorax, but chest drainage was not required. Considering the possibility of pleural dissemination, partial resection of the right middle lobe was performed 2 days after bronchoscopy. The surgical findings showed that the tumor was exposed on the pleural surface, but no findings suggestive of pleural metastasis were found. [Discussion]: histopathological images showed that the tumor was exposed on the pleural surface beyond the extrapleural elastic plate, and a bronchus-like structure was observed near the pleural tear site. It was thought that the forceps biopsy, needle biopsy, or direct external force from the bronchoscope was applied to a vulnerable area inside the tumor, resulting in tumor penetration. [Conclusion]: when performing a biopsy using an ultra-thin diameter bronchoscope for a lesion directly below the pleura, care must be taken to avoid tumor perforation. Type of adverse events/number of patients: pleural perforation (1 patient).